Event description:
A hoyer lift alleged malfunction. "Per direct suppliy customer the base actuator for this lift snapped open and will longer close. Lift failed while there was a resident in the lift at the time and they fell - no injuries noted.